Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The device was discovered to be broken during cleaning, following checking procedure, at the decontamination site.

Manufacturer narrative:
Patient information was not provided for reporting. Device is an instrument and is not implanted / explanted. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in hungary as follows: it was reported that on (B)(6) 2018, part of inserter for ti elastic nails (ten) broke. It is unknown if there was patient or procedure involvement. This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part: 359.219; lot: 8016128; manufacturing site: (B)(4); release to warehouse date: july 20, 2007. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection investigation site: (B)(4); selected flow: 5. Broken. Visual investigation: the visual inspection of the device has shown that the t-handle of the returned inserter is indeed broken off. The complete inserter is in a heavily a used condition. There are clearly visible marks of excessive hammer blows on top of the head. Dimensional inspection: the cause of the complained malfunction is a post-manufacturing / use related caused breakage, therefore no dimensional inspection is required per selected investigation flow broken. Document/specification review: the cause of the complained malfunction is a post-manufacturing / use related caused breakage, therefore no document/specification review is required per selected investigation flow broken. Material / hardness review: the cause of the complained malfunction is a post-manufacturing / use related caused breakage, therefore no material / hardness review is required per selected investigation flow broken. Conclusion: a review of the device history record (DHR) for the mentioned part was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The instrument met the specifications at the time of manufacturing and distributing. Based on the provided information, we are not able to determine the exact cause of this complaint. We assume that excessive use in combination with wear and tear over the years (manufactured in 2007) caused this breakage. In this relation, we would like to mention page 20 of the technique guide where it is stated that just gentle blows should be applied onto the impaction surface of the inserter and that blows on the t-handle should be avoided. If higher forces are necessary, the hammer guide can be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.